Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to low signal amplitude and non-physiological artifacts oversensing. The technical services (ts) discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.